Manufacturer narrative:
B3: date of event: estimated based on date of article publish date. Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Article citation: miwa k, minamikawa r, iida o, furusho h, yasuda t. Giant aneurysmal degeneration after subintimal fluoropolymer-coated paclitaxel-eluting stent implantation for the superficial femoral artery occlusion: a case report. Eur heart j case rep. 2024 nov 26;8(12):ytae631. Doi: 10.1093/ehjcr/ytae631. Pmid: 39659474; pmcid: pmc11630912.

Event description:
It was reported via literature that aneurysm occurred 27 months post stent placement, requiring intervention. A case report was presented regarding a patient implanted with an eluvia drug-eluting vascular stent system to treat a long segment occlusion from the left external iliac artery (eia) to the superficial femoral artery (sfa). During the endovascular therapy (evt) procedure, a 5.0 mm balloon was used for pre-dilatation, followed by the deployment of two eluvia stents with spot stenting. One 6.0 mm x 80 mm eluvia was deployed for the proximal lumen to the sublumen, and another 6.0 mm x 120 mm eluvia was deployed for the sublumen to the distal lumen. Post-dilation was performed with a 5.0mm balloon. After 12 months of the evt, the patients left intermittent claudication worsened again. Angiography revealed that the left sfa was re- occluded and re-evt was performed. Pre-dilatation was performed with a 5.0 mm balloon, followed by deploying two additional 6 mm wide eluvia stents; one was intentionally placed in the subintimal space continuously with the previously placed stents. The second stent was placed over the first stent due to persistent haziness, partially overlapping in the subintimal space. Twenty seven months after the last eluvia implantation, the patient noticed a progressive pulsatile mass in the thigh. During the follow- up periods, the patient remained asymptomatic without any decrease in the ankle brachial index (abi). Duplex ultrasonography (dus) and computed tomography angiogram showed a huge cavity outside the vessel and a to-and-fro flow between the cavity and the sfa at the location where two stents overlapped at the subintimal space. The aneurysm size was a maximum of 41 x 32 mm in short and 73 mm in long axes. The eluvia stents had a continuous hypoechoic halo along their entire length, which indicated aneurysmal degeneration. Covered stents were used to close the entry point, and arteriography conducted after the covered stent implantation confirmed the disappearance of the aneurysm with no endoleak. Follow up dus revealed that the blood flow into the cavity disappeared and the size of the aneurysm decreased 3 months after covered stent implantation.